Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the "system error 322" which was caused by a failed upper auxiliary assembly. The upper auxiliary was replaced. The software was upgraded per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump was alarmed "system error 322". It was also reported that there was no pt involvement.